Event description:
Additional information was received from the company representative (rep) reporting that the patient was brought back to surgery for possible cerebrospinal fluid (csf) leak and repair. Patient's symptom was fluid built up at catheter incision site. The surgeon dissected the wound and noted that the original catheter insertion site had not healed yet and was leaking csf. He repaired the dura and closed the wound. No product changes or adjustments to the pump at this time.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Analysis identified an area of compression on the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The following information was previously reported under this manufacturer report number, but does not pertain to this event. All in formation pertaining to this event will now be reported under manufacturer report number 3004209178-2025-20048: additional information was received from the company representative (rep) reporting that the patient was brought back to surgery for possible cerebrospinal fluid (csf) leak and repair. Patient's symptom was fluid built up at catheter incision site. The surgeon dissected the wound and noted that the original catheter insertion site had not healed yet and was leaking csf. He repaired the dura and closed the wound. No product changes or adjustments to the pump at this time.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl (1 mg/ml at 0.1801mg/day) via an implantable pump. It was reported that during a normal elective replacement indicator surgery the surgeon was unable to get drug flow from the old catheter. The sutures were disconnected and the catheter was disconnected from the connector and they still didn¿t get flow. The old catheter was explanted and replaced with a new 8780. The it medication dose was decreased by 50% (new dose is 0.0899mg/day).

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h827408001 implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 06-jun-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.